Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the patient quit charging causing the ipg to become inoperable. Surgical intervention was taken where the ipg was explanted and replaced which resolved the issue. Therapy was restored.

Manufacturer narrative:
Correction: - (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.